Event description:
The customer stated that she went into a diabetic ketoacidosis and treated with manual injections. The customer reported a bent cannula and several no delivery alarms, however had insulin coming out. The customer's blood glucose reading is 277 mg/dl. No further information reported.

Manufacturer narrative:
Inspected two opened and used reservoirs. Performed occlusion test and reservoirs passed per specfications. Fluid flowed through the during the manual prime and no occlusion noted during analysis. Checked snap-cap and septum for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.